Manufacturer narrative:
The reported field event of premature battery was not confirmed in the laboratory. An anomalous remaining longevity estimate indicated by the programmer was verified in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to follow up in clinic after receiving an alert. Upon review, premature battery depletion was observed. Patient was asymptomatic. The device was explanted and replaced. No further information was provided.